Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a combined cataract and vitreoretinal surgery there was poor actuation of the probe. The surgery was completed with no harm to the patient after replacing the product with another one. Additional information and a product sample have been requested.

Manufacturer narrative:
The customer did not retain the finished goods lot number, device history records and lot history could not be reviewed. Visual inspection of the sample determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient. An internal action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).